Event description:
It was reported that during an angioplasty procedure, balloon deflation issues occurred. The lesion was located in the common iliac, with kissing balloons being inflated in each side. Further anatomy details are not available. Following advancement through the 4f super sheath introducers, there was no difficulty advancing the sterling otw balloons to the area of treatment. There was no difficulty with inflation, and two sterling balloons were inflated two times to a maximum of 12 atms. Following the second inflation, this sterling balloon would not deflate. The physician attempted to pull negative with the inflation unit and also pulled back negative with a 60cc syringe without success. The physician then pulled this sterling balloon back into the sheath gradually where it ruptured. The sterling balloon remained inflated for 10 minutes during these attempts at deflation, however, the pt did not experience any symptoms. No pt complications were reported, and pt status was reported as 'fine'.